Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5086200 that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_gel implants date of implant (B)(6)2017) reported unexplained systemic symptoms, which included but not limited to pain and tightness around both implants, aching neck and back, shoulders, and does not respond to nsaids. Tender spots on both sides was also reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the unspecified sides.